Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
The patient had a 2 level posterior lumbar fusion (plf) with the click-x system on (B)(6) 2010. Implanted were 6x screws, 2x rods, and 6x locking caps. It was then necessary for this patient to be booked for a revision plf after the post-operative scan showed that all 6 locking caps had come loose and both rods had slipped. The surgeon removed the loose locking caps, repositioned the rods, then inserted 6 new locking caps. This is 7 of 8 reports for this incident, complaint (B)(4). This report is for the 2 rods, part number and lot number are not available as both rods remain in the patient